Event description:
The procedure was aneurysm coil embolization. During withdrawal from aneurysm for repositioning, the coil stretched. Guiding catheter was envoy 6f mpd, microcatheter was prowler select lp es 45, microguidewire was agility 14 soft. Patient¿s data was unknown. There was no adverse event. Additional information has been requested.

Manufacturer narrative:
It was reported that during a coil embolization of an unknown aneurysm the trufill dcs orbit coil stretched. The event occurred during insertion through the prowler select lpes microcatheter prior to exiting the microcatheter, but no additional force was utilized to advance or remove the coil/delivery system. After the event, the whole system was withdrawn and another noncordis microcatheter and unknown coil were utilized to complete the procedure. After removal, the microcatheter was not damaged and no kinks were noted on the device. Prior to the event, there were no damages noted after the prowler select lpes microcatheter was re-shaped. It was indicated that there was no resistance at any time during the advancement of the coil through the microcatheter prior to resistance at the distal shaft. No further procedural information has be obtainable. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Several kinks were observed on hypotube. Introducer was partially zipped; zipper was in the locked position. Support coil, gripper and embolic coil were inside of introducer and no damages were noted. Residues of blood were located over embolic coil, which was still attached to the gripper. The embolic coil was inspected under microscope and no damages were found; the only finding was the observance of residues of blood. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13299192 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is possible that procedural factors/vessel characteristics may have contributed to the difficulty encountered/interaction with the trufill dcs coil at the distal end of the prowler microcatheter; however, based on the limited information and without the return of the concomitant microcatheter for analysis, no conclusion can be made. The reported stretched condition of the coil was not confirmed with analysis of the returned device; the coil was not stretched. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The case was aneurysm coil embolization procedure. During procedure, coil was stretched. Guiding catheter was envoy 6f mpd, microcatheter was prowler select lp es 45, microguidewire was agility 14 soft. Patient's data was unknown. Additionally it was reported that there were no damages noticed after the (mc) microcatheter was reshaped, and no resistance at any time during advancement of the coil through the mc. However, resistance occurred with the distal shaft, but there were no kinks on the mc that may have contributed to the event. The event occurred during insertion through the microcatheter prior to exiting the mc, but no additional force was utilized to advance or remove the coil/delivery system. After the event, the whole system was withdrawn and another mc and coil were utilized to complete the procedure. After removal, the mc was not damaged. This one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2010-00093 & 1058196-2010-00098. Additional information will be submitted within 30 days of receipt.